Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices. The dissector and trocar balloons were inflated; no leaks were detected. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition. Product analysis suggests the product was used in a surgical procedure. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, it couldn't be ballooned due to a leakage during a procedure to use a spacemaker in the abdominal no patient is injured no medical intervention required.